Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system failed to start up. Upon troubleshooting, the fse found that the problem occurred in system control. The fse examined the system log files and found that the system interface board (sib) had failed, and there was no communication with the generator and collimator. To resolve the issue, the fse replaced the sib board. The defective sib box unit was returned to philips for failure analysis. The cause of the sib box unit failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the sib box unit by the field service engineer resolved the reported issue and restored the functionality of the system. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.